Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds on the lead during implant. Initially, reprogramming was attempted, but ultimately the lead was not used. No patient complications have been reported as a result of this event.